Event description:
It was reported that, "pt complained of "grinding" according to surgeon. Surgeon also said, pt had hip pain. Trident hemispherical cup was removed. Surgeon commented on the worn titanium rim of ceramic liner."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #9616680-2010-00746.